Event description:
It was reported that the rigid video scope had a dark image after white balancing during therapeutic laparoscopy. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: laser light cable plug of the video cable section contains foreign material. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported failure and the additional malfunction was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.